Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvis pain"), genital haemorrhage ("heavy and irregular bleeding / abnormal bleeding (general)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for controlled fibroids: nuvaring from 2006 to 2011. Past adverse reactions to the above products included haemorrhage with nuvaring. Concurrent conditions included uterine leiomyoma, pre-menstrual tension syndrome, endometrial ablation, anemia, dysfunctional uterine bleeding, abdominal pain, tv trichomonas vaginalis, retroverted uterus and adhesion. Concomitant products included hydrocodone since (B)(6) 2013, leuprorelin acetate (lupron depot-3 month) since (B)(6) 2013 and paracetamol (panadol) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (on (B)(6) 2014, pelvic surgery, hysterectomy (full), right salpingo-oophorectomy, left salpingectomy), surgery (on (B)(6) 2014, pelvic surgery, hysterectomy (full), right salpingo-oophorectomy, left salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and dysmenorrhoea outcome was unknown and the genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved. The reporter considered dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2013, hysterosonogram was done. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), pain. Historical drug were added. Bleeding stopped soon after removal surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilization. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on (B)(6) 2014, she underwent a pelvic surgery to try and alleviate the symptoms.). At the time of the report, the genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.